Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The office called the patient to make a follow up appointment and a family member reported the patient died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.